Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿ cp with smartassist- section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The user facility reported a 69-year-old male was implanted with an impella cp device for mechanical circulatory support. Us complainant reported that a patient was on impella cp support for active left ventricle (lv) venting. While on support, the patient was found to have gcs/ septic shock. The patient¿s white blood count was elevated. Patient was treated with antibiotics. Absent pedal pulses and reperfusion sheath inserted. Bilateral doppler pulses present after reperfusion sheath placement, however limb ischemia was still an active concern. Patient expired. (Use of the device cannot conclusively be associated with the outcome. Patient's peri-procedural condition was critical.)

Manufacturer narrative:
The investigation for the reported limb ischemia and sepsis has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and sepsis could not be determined as the device was not returned nor sufficient clinical details. D4-corrected model number.